Event description:
It was reported that the threshold was high/unstable/unmeasurable. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that the proximal conductor had blood/body fluid not obstructing, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism.